Manufacturer narrative:
One nt 1100 neurotherm rf generator was received or analysis. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The reported event was not reproduced. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported communication issue and subsequent cancellation could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the touchscreen did not react when the generator was started. The generator was restarted which did not resolve the issue. The procedure was cancelled and the patient left without treatment. There were no consequences to the patient because of the cancellation.